Event description:
It was reported that there was a separation between the patient connector and the silicone tubing of a minicap extended life pd transfer set. This occurred at the patient¿s home during the first drain phase of peritoneal dialysis (pd) therapy. This occurred while the patient was resting on bed. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the patient adapter and the tubing or bushing was observed. The reported condition was verified. The direct cause of the condition could not be determined; however, the assembly between the patient adaptor and the tubing or bushing was a friction fit and not a solvent bond; therefore, a strong tug on the patient adaptor or tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.